Event description:
(B)(4) study. It was reported that coronary artery disease, myocardial infarction(mi) and in-stent restenosis occurred. On august 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 99% stenosis and was 13 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 16 mm promus element¿ plus stent, with 0% residual stenosis. Target lesion # 2 was located in the distal left anterior descending artery (lad) with 90% stenosis and was 38 mm long with a reference vessel diameter of 2.5 mm. Target lesion # 2 was treated with pre-dilatation and placement of a 2.25 mm x 32 mm and 2.50 mm x 12 mm promus element¿ plus stents. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient presented due to worsening coronary artery disease and was hospitalized immediately. The patient's electrocardiogram (ECG) showed anterior st elevation and hyperacute t-wave changes and elevated cardiac enzyme values were observed. Mi was noted. Patient was referred for cardiac catheterization and coronary angiography was performed. The 100% occlusion in the proximal lad at the leading edge of the study stent placed in the mid lad. Physician treated lesion with predilation and placement of a 2.75mm x 20 mm promus element stent. Following post dilatation, residual stenosis was 0%. Post procedure, the event was considered resolved and the patient was discharged 5 days post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred. In addition, the patient presented emergently with severe substernal chest pain associated with diaphoresis. And the 2.75 x 20 mm promus element stent used to treat the occlusion was placed "into and overlapping" the previously placed mid vessel stent.